Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering dept with an unsigned note that stated, "pendant would not administer medication." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
Testing and investigation found the device did not deliver a dose when the pt pendant was pressed. This was due to a broken wire on the pt pendant jack assembly internal to the device. The broken wire interrupted the electrical operation of the pt pendant. The cause for the broken wire could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.